Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint database for the reported lot revealed no associated nonconforming material records. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during the procedure to treat a mildly calcified lesion in the moderately tortuous mid circumflex (cx) coronary artery, a 3.5x28mm rx xience prime stent delivery system (sds) was advanced to the lesion without resistance and the stent was deployed at 12 atmospheres without difficulty. The sds was withdrawn without difficulty. After post-dilating the stent with a 3.5x12mm nc traveler balloon, a dissection was noted at the proximal end of the rx xience prime stent. The dissection was successfully treated via deployment of a 3.5x15mm xience prime stent. There were no adverse patient sequelae and there was no occurrence of a clinically significant delay. No additional information was provided.